Event description:
Customer reported the aviva system gave a blood glucose result of 144 mg/dl at a time when he was symptomatic of hypoglycemia. Fifteen minutes later, his result was 134 mg/dl and he was weak from hypoglycemia. It was necessary for his wife to treat him by bringing him a soft drink of which he drank part of it. Customer continued to feel weak, 25 minutes later result of 127 mg/dl. Wife treated him by having him drink the remaining soft drink and giving him a peanut butter and jelly sandwich which he ate. Customer felt better. A request was made for the return of the system, and a replacement was sent.